Event description:
It was reported that the patient presented to the emergency room due to discomfort caused by a cardiac perforation with cardiac tamponade. It was noted that the right ventricular (rv) lead had an unspecified sensing issue. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.